Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The patient was hospitalized for three days for the peritonitis. The patient was treated with vancomycin intraperitoneally (ip) (2grams every 5-7 days for 3 weeks) for peritonitis. At the time of this report, the patient had recovered from the peritonitis. Pd therapy was ongoing. Additional information was requested but was not available at this time.